Manufacturer narrative:
Zimvie complaint number (B)(4). Four screw were returned for investigation. Visual inspection identified fractures at the threads of three of the screws and one threaded piece returned. The fourth screw was intact.functional testing to recreate the reported event could not be performed due to the nature of the device and event. Per: no pre-existing conditions were noted on the per the reported devices were located on unknown tooth sites at the time of the event. Picture/x-rays: pictures or x-ray images were not provided. Review of appropriate documentation: restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: 'precautions' 'breakage' 'warning' per the applicable IFU, breakage may occur when device is loaded beyond functional capability. DHR review: DHR review could not be completed for the iunihg x 4 as the lot numbers were not provided. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Complaint history review: a complaint history review by item number was conducted for the iunihg, dating 12 months back from the notification date and revealed there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events. Complaint category keywords : fracture screw. Post market trend review: january post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture screw) and device (iunihg). Malf/event: based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Event description:
Doctor reported screws fracture, they got stuck in the implant. Screws were placed in 2016.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).